Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The errors were confirmed to have occurred in the device?s history log. Start-up and multiple flow and occlusion tests were performed. The issue was not confirmed. The j9 connector was fully seated and properly glued. After checking the alarm history, it was noted that the clutch was released during an infusion causing the check clutch error in history. The customer induced the check clutch error. The operator replaced the clutch half's left and right with leadscrew and spring as a preventative measure, parts were over 2 years old. The operator also replaced the speaker and also as preventative measure for the primary audible alarm error in history.

Event description:
Information was received indicating that the medfusion 4000 pump displayed a travel reverse error and a primary audible error. There was no patient involved.